Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that after implantation the sensor could not be detected. As a result the device was revised and worked fine.